Event description:
It was later reported that the patient had visited the clinic after becoming dizzy. It was noted that when the device site was touched, there was noted loss of capture. The physician suspects a loose connector block on the ipg.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found. Also a loose connector could not be confirmed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was suspected of premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.